Event description:
It was reported that the customer had his insulin changed from humalog to novalog by his health care professional. Customer stated that the change of insulin caused high and low blood glucose levels. Customer stated that during this time, his blood glucose levels would register at 300-400 mg/dl. Customer stated that the insulin was the issue. Customer stated that his health care professional attempted to make adjustments to the programming but the issue was not resolved. The customer stated that this experience caused an adverse reaction of a low blood glucose level while he was working and the paramedics were called. Customer was disconnected from the pump and his blood glucose went up to 600 mg/dl. Customer was released when his wife arrived. Customer was admitted on (B)(6) 2014 and his blood glucose level was 22 mg/dl at the time of admission. Customer stated that the issue was not with the device. Customer was not able to remain on the line. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.